Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with ip (intraperitoneal) vancomycin, 2 grams (frequency not reported) for peritonitis. The cause of peritonitis was reported to be due to constipation. At the time of the report, the peritonitis was resolved and the patient has recovered. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient experienced the peritonitis. A review of all batch record documents was performed for potentially associated lot number gd893164 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the same patient as (B)(4).